Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported output anomaly was confirmed in the laboratory. The device was tested on automated test equipment and failed several tests. Interrogation of the device revealed two alerts detected for possible output circuit damage and possible high voltage lead issue. The cause of output anomaly is that the lead arched to the ICD can during a high voltage therapy delivery. The analysis of the returned lead segment did not identify any anomaly that could cause or contribute to the reported output anomaly.

Event description:
It was reported during implant, the device failed to defibrillate causing an output anomaly, an arc mark was observed on the can after therapy was delivered. The device was replaced.